Manufacturer narrative:
At this time no conclusions can be made. No lot number has been provided therefore a review of the manufacturing records is not possible. Addendum: h11: this supplemental emdr is submitted to document additional information provided and to correct brand name and PMA/510(k). Root cause is inconclusive; no conclusion can be made as to the extent to which the implant may have caused or contributed to the patient's postoperative course. Note, the manufacturing date (15-dec-2012) is considered to be a best estimate. Updated fields: a2, a4, b2, b3, b4, b5, b6, b7, d3, d4 (catalog number, lot number, expiry date, UDI), d.6b, g1, g3, g6, h2, h4, h6, h10, h11. Corrected fields: d1 (brand name), g4 (PMA/510(k)). Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text: not returned.

Event description:
Attorney alleges the patient underwent surgery for implant of an unspecified bard/davol ventralight st on (B)(6) 2013. As reported, the patient is making a claim for an adverse patient outcome against the ventralight st. As reported, the attorney alleges general allegations for "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient." Addendum per additional information provided: on (B)(6) 2013- patient was diagnosed with right inguinal hernia, umbilical hernia, incisional ventral hernia, thereby underwent laparoscopic repair with implant of ventralight st using echo ps (device 1). Per op notes, ¿there was a direct hernia present within the floor of the left inguinal canal and was reduced. A direct hernia was noted on the right inguinal region. A synthetic mesh was placed on both sides and tacked. There was omentum adhesed to the anterior abdominal wall which was reduced. A 15 x 25 cm mesh (ventralight st using echo ps ¿ device 1) was placed into abdominal cavity and tacked¿. On (B)(6) 2014- patient was diagnosed with recurrent incisional hernia, thereby underwent open repair with explant of ventralight st using echo ps (device 1), implant of ventrio st mesh (device 2). Per op notes, ¿the prior scar was excised. The hernia sac with omentum was identified in the abdominal region. The prior mesh (device 1) was excised from the peritoneum. A ventrio st mesh (device 2) was used and placed as inlay and tacked¿.

Manufacturer narrative:
At this time no conclusions can be made. No lot number has been provided therefore a review of the manufacturing records is not possible. Information is limited at this time. Should additional information be provided a supplemental emdr will be submitted. Not returned.

Event description:
Attorney alleges the patient underwent surgery for implant of an unspecified bard/davol ventralight st on (B)(6) 2013. As reported, the patient is making a claim for an adverse patient outcome against the ventralight st. As reported, the attorney alleges general allegations for "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient."